Event description:
This is a report of a home patient (hp) who was hospitalized for an unknown reason and later diagnosed with peritonitis, manifested by cloudy effluent and abdominal pain. The cause of peritonitis was break in aseptic technique, further described as the hp had pets present when performing therapy. The patient was treated with vancomycin (1gm) and amikacin (25mg) (frequency and route not reported). The hp was re trained.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient was shifted to hemodialysis. The drain had cleared, but the patient was put on hemodialysis for the peritoneum to heal completely. On (B)(6) 2013, the patient experienced cardiac arrest during the hemodialysis treatment and died on the same day. The cause of death was cardiac arrest, however it was not reported in an autopsy was performed. If additional relevant information becomes available, a follow up report will be submitted.